Manufacturer narrative:
This report is submitted on june 09, 2017.

Event description:
Per the clinic, the patient experienced multiple infections and extrusion of the device, however the issue could not be resolved. Subsequently the patient's device was explanted on (B)(6) 2017. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on june 13, 2017.